Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual increase in shock lead impedance measurements until reaching levels outside of normal limits over the course of approximately one year. Boston scientific technical services (ts) provided suggestions for additional system testing and possible solutions. No further testing has been performed as of yet nor has a decision been made regarding course of action. No adverse patient effects were reported. Available information indicates this system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out-of-range shock impedances continue to be observed. The physician previously attempted several minutes of high output pacing in an attempt to remove any ionization layer at the lead tip but there was no improvement in measurements. Ts discussed other options and considerations. The patient later underwent synchronous commanded shock testing confirming the out-of-range measurements. A revision procedure was then performed wherein the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.